Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that, during the implantable pulse generator (ipg) system implant procedure, two different devices were attempted but showed no pacing output when connected to the implanted right ventricular (rv) pacing lead. After the two devices showed a failure to pace the physician decided to remove the rv lead and insulation damage was noted for the lead. A third device and two pacing leads were implanted successfully the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.